Event description:
Additional information received reported new signs and symptoms included pain. Patient outcome was not provided.

Event description:
It was reported that the patient experienced a shocking sensation in her chest near her implantable neurostimulator (ins). She also while using her phone, the person on the other end may hear a high squealing pitch sound. It was noted that this did not happen all if the time. It could not be verified that the patient was holding her phone on the side where the squealing occurred but she was using a new blackberry device. The ins was checked on (B)(6) 2010 and all of the settings/impedances checked out. The healthcare professional was unable to reproduce the shocking sensation or the high pitched squealing sound. X-rays of the skull showed bilateral leads and appeared to be continuous with no other remarkable findings. X-rays of the anterior cervical spine was normal with a leads on the right that were, grossly, intact. X-rays of the chest showed the ins generator over the right chest. A neurosurgical consult on the same day noted that the ins system was intact by all criteria and that the patient's symptoms were "annoying, but not life- threatening". The patient was going to be followed clinically and given the option of ins removal but, as noted by the neurosurgeon, did not recommend as based on the efficacy the patient has seen as well as the lack of life-threatening side effects. There were no further plans to work the patient up. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3387-40, lot #v001978, implanted: (B)(6) 2006, explanted: na. Lead: model 3387-40, lot #v001978, implanted: (B)(6) 2006, explanted: na. Extension: model 748251, serial #(B)(4) implanted: (B)(6) 2006, explanted: na. Extension: model 748251, serial #(B)(4), implanted: (B)(6)2006, explanted: na. This device was being used in a clinical trial noted as g030065.

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014. No other changes were reported.

Manufacturer narrative:
(B)(4).